Manufacturer narrative:
G2: france. Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported temperature raised abnormally without reason and they could see some smoke coming from the hg/ls. Unit to be sent for repair. No harm reported. No additional information. . Wf1200e fortuna (B)(4).